Event description:
The device was reported as having been explanted after an implant duration of two years, six months (29.67 months) due to aortic regurgitation. Calcification of the patient's aortic valve was observed during the implant. In (B)(6) 2010, the patient had a chest pain and percutaneous coronary intervention (pci) was performed. In (B)(6) 2010, the patient suffered pneumonia and was admitted to the hospital. Aortic regurgitation (ar) was observed by echocardiography. It was diagnosed as paravalvular leakage at first and infectious endocarditis (ie) was suspected. However, it was re-diagnosed as central leakage. The customer commented that this explant was unexpected, but not device related. The patient was recovering as of (B)(6) 2010.

Manufacturer narrative:
Model number: this model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Device not returned. Perimount plus (B)(4) was also implanted for mitral valve replacement (mvr) and maze procedure was performed within the same operation. Perimount (B)(4) was explanted for avr due to ar on (B)(6) 2010. The regurgitation was regarded as level iii to IV. Regurgitation jet was from the central area and reached 50% of the distance. On-x 19mm was implanted as a replacement. Perimount plus (B)(4) was also explanted for mvr at the same time and replaced with a sjm 21mm aortic valve (B)(4) echo report and operative reports were not provided. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device is being returned for evaluation. There is no conclusion as to the root cause for the regurgitation at this time. Investigation is on-going.

Manufacturer narrative:
Evaluation summary: as received, the valve exhibits two abrasions onto leaflet 1 tissue outflow, they measure to approximately to 2-4mm. One of the abrasions, located at the center of the cusp area, is tear-drop like in shape which is similar characteristics to those done by suture tail abrasion. No other inconsistencies detected, as the leaflets are flexible and the wireform is intact, visible in the x-ray. The valve was examined visually and with a light microscope. The valve will be sent to research and development for evaluation. Additional manufacturer narrative: research and development completed the functional test and concluded with the following: "this valve was reportedly explanted at implant due to aortic regurgitation that was diagnosed as central leakage. The central leakage could not be reproduced by edwards standardized in vitro testing. No echocardiography was provided, so the regurgitation and behavior of the valve observed in vivo cannot be confirmed. Edwards standardized in vitro testing of the as-received valve showed a low 2.5% total regurgitant fraction, which is about 4 times less than the 10% maximum allowed per iso5840:2005 for this valve size. Considering the missing sewing ring as received and the absence of detectable central hole, the small leakage measured in vitro is most likely through non-central origins." Method: x-ray.